Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as severe itching from chest to groin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.